Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient's dad confirming the reported event. However, a root cause cannot be determined.

Event description:
Patient's dad contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, the cannula detached from the applicator and remained in the sensor pod. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.